Event description:
The hospital reported that during a coronary artery bypass procedure, "when the cone was pushed into aorta could not push into the tube." This is interpreted as the seal would not deploy. A replacement unit was used to complete the procedure. There were no pt effects. Upon receipt of the product, it appeared that the seal failed to load properly.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the delivery tube. The seal was rolled but extended more than halfway outside the tube. The end strand of the seal had started to unravel. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure was confirmed as "seal did not load properly". A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).